Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 430 mg/dl. Customer stated that, this morning blood glucose was 261 mg/dl because his wife made me drink orange juice in the middle of the night. Customer declined troubleshooting for the high blood glucose. Customer also reported the lost sensor alert. The device will not be returned for analysis.